Manufacturer narrative:
Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
Same cases as MDR ID 2134265-2014-04515 and 2134265-2014-04428. It was reported that automatic pullback failure occurred. A 120v ilab installation basic ultrasound imaging system was used in conjunction with an unspecified bsc imaging catheter in an unknown procedure. During the procedure, the physician attempted to perform pullback three times but automatic pullback failed. The procedure was completed using manual pullback. No patient involvement reported.